Event description:
During a phacoemulsification procedure the doctor experienced a broken caplsule which resulted in the remaining lens fragment falling into the vitreous. The patient required additional surgery to remove the lens.